Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice. The home patient (hp) reported air in patient line. The technical service representative advised hp of the need to start over with new supplies and assisted hp with ending therapy. Product surveillance followed up with the hp on (B)(6) 2010 who reported that on the date of this event she had been distracted and did not completely prime the lines which resulted in the air in the patient line. The hp started over with new supplies after discarding the used supplies. The hp was not able to provide the writer with the lot number of the cassette. The hp has continued her peritoneal dialysis therapy with no reported problems. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2 (see MFR report #s 1627487-2010-03204 for device 1.). The pt received her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that these devices were removed due to an infection. No further info is available. The explanted products were returned to the manufacturer on (B)(6) 2010.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).